Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check for (does not attach or loose pen needle) owing to an unknown lot number these events. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 2 unspecified bd nano¿ 2nd generation pen needles were difficult to operate. The following information was provided by the initial reporter : the consumer reported difficulty threading the pen needle onto pen, stating that the nano 2nd gen fit seems to be looser and less snug than the fit of nano ultra-fine. Date of event : unknown. Samples : not available.